Manufacturer narrative:
Event date: exact date unknown, event occurred a couple weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to a bilateral muscle spasms in the low back that was causing the generator to rotate and became a little more prominent. The physician performed a trigger point injection of ketorolac at the pocket site and prescribed a separate medication for muscle spasm.

Event description:
It was reported that the patient was having pain at the ipg site which with spasms due to migration which appears to be breaking through the skin. The physician performed a trigger point injection of ketorolac at the pocket site and prescribed medication for muscle spasm. Additional information was received that the patients pain and ipg migration was due to a non device related weight loss. The patient underwent a revision procedure wherein the ipg was moved down. The patient was doing well postoperatively.